Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during distal pancreatectomy, black return knob was back ,however it stopped at 1cm from the initial position. The surgeon noted that the stapling was complete and removed the device from the tissue by force with no damage. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection found that the instrument was received engaged with the subject reload. The firing knobs were slightly advanced, and the articulation lever was in neutral position. Functionally, the firing knobs were fully retracted, and the subject reload was unloaded from the instrument. The instrument was then successfully loaded with a representative reload. The instrument and reload were applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.